Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the monopolar energy was not working. The customer tried two sets of instruments, and instrument cables, but the issue persisted. The intuitive surgical inc. (Isi) technical support engineer (tse) asked the customer to power cycle the integrated electro surgical unit (iesu), but the issue remained. The tse then advised the customer to try a third instrument cable, but the surgeon declined. The tse also suggested performing a power cycle of the system and iesu. The surgeon opted to move forward without taking those actions. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) went on site and replaced the integrated electro surgical unit (iesu) to resolve the monopolar energy issue. Isi has received the iesu; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed. The reported failure was not reproduced. The unit energized and cauterized at all ports and recognized instruments. The error logs showed error m-0b occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to imdrf code d for corrected information.

Event description:
Refer to h10/h11 for follow-up information.